Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg no longer holds a charge . The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Explanted ipg will not be returned.